Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum and anus during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. The device was set-up and installed accordingly. During the procedure, the endoscope was inserted towards the lesion of the patient. The physician was able to deploy two bands successfully. When the handle was rotated, the band did not deploy and it was noticed that one of the bands was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the band was broken. It was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the picture showed two bands attached and overlapped, one of them moved from its position, and the other band was broken. Additionally, it was also reported that the physician did not take up the slack. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was found that the bands on the ligator head were overlapped and one band was moved and was broken. These suggest that the bands unable to deploy. A labeling review was performed and from the information available that the physician did not take up the slack, this device was not used per the instructions for use (IFU)/product label. Per the IFU, "take up slack by pulling proximal end of trip wire on handle unit." Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum and anus during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. The device was set-up and installed accordingly. During the procedure, the endoscope was inserted towards the lesion of the patient. The physician was able to deploy two bands successfully. When the handle was rotated, the band did not deploy and it was noticed that one of the bands was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the band was broken. It was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."